Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device clip was not fed into the jaw and the jaw did not open. Other devices were used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device, no device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.